Event description:
It was reported that the user received two pairing failed alerts when attempting to connect a dexcom g7 sensor to the ilet, while the sensor remained paired to the dexcom app; the user re-entered the sensor pairing code on the pump and was advised to toggle the pump cgm setting between g7 and g6 if needed, consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.